Event description:
It is reported that the pt was admitted for pulmonary embolism for review and x-rays were ordered due to new onset groin pain. It was then discovered that the hip was dislocated and disassociated.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: the stem and neck combination can be verified. The neck, head and liner combination, however, is not known and hence the product compatibility cannot be checked. No surgical notes an/or intraoperative reports are provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, type of activity (low impact vs high impact), and relevant medical history are unk. Adherence to rehab protocol is unk. Returned x-rays show the neck dissociated from the stem. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.